Manufacturer narrative:
A visual inspection and additional testing methods were performed on the returned device. The reported material separation was able to be visually confirmed as the optical fiber and nitinol tube were separated. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation appears to be related to operational context. The catheter¿s sheath was noted to be kinked which resulted in a separation of the nitinol tube and optical fiber, which is consistent with the reported separation. In this case, the catheter likely underwent excess angulation (bending) in the strain relief during use, which caused the catheter damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device confirmed the inner shell, optical connector, and nitinol tube were returned separated from the main body of the catheter consistent with the reported break. No additional information was provided. No additional information was provided,

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the dragonfly opstar imaging catheter handle broke. Another unspecified probe was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was able to be visually confirmed (optical fiber and nitinol tube separation). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported break appears to be related to operational context. The catheter sheath was noted to be kinked, which caused the optical fiber and nitinol tube to separate--which is consistent with the reported break. In this case, the catheter likely underwent excess angulation (bending) to the strain relief during use, which caused the catheter damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.